Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
The thread from the healix anchor ripped in the knot area. The thread was not in the near of a sharp edge of a bone or has been pulled. A new anchor has been used to end the surgery, surgery has been prolonged for 30 minutes. Additional information was received via email from the affiliate on 3-30-2016. A new bone hole was used.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations of the 6 returned sutures revealed that the all 6 pieces of the suture were frayed and seemed to be clearly severed at the same location. Additionally, each individual suture displayed different positioned kinks along its length. The reported condition could be confirmed. The actual anchor of the device was not returned so the root cause could not be definitively determined. A possible root cause could be excessive tension when pulling the suture back. The free limbs of the suture should be released after driving the anchor in to release tension. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).